Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it failed, j3 is disconnected from the pcb and/or usb pin(s) are damaged. The receiver failed to charge and boot. The receiver log download and functional test cannot be performed due to receiver could not boot and/or communicate with tester. The receiver is stuck on re-initializing continously. The customer complaint for loss of connection was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.